Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# (B)(4) serial#, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the physician found upon visual inspection that the lead and battery eroded through the skin and the product was explanted to resolve the issue. The device had been working well for the patient and after healing occurred they implanted micro lead and battery on (B)(6) 2021. Patient status alive/no injury.